Event description:
It was reported that the pump unexpectedly reset. Customer reloaded cartridge to address issue. Customer's blood glucose was within 54-500 mg/dl. Customer used pump and manual injections for insulin therapy.